Event description:
New information received notes that the implantable cardiac monitor (icm) exhibited undersensing recurrence on (B)(6) 2025. Programming changes on the sensitivity and threshold start were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing of premature ventricular contractions (pvc) during a bigeminal rhythm. No interventions were performed and no patient consequences were reported.